Event description:
It was reported bd nexiva¿ closed IV catheter system single port with maxzero¿ needleless connector 22 ga 1.00 in had a hole in the catheter. The following information was provided by the initial reporter: "it was reported by the facility representative that the catheter was leaking due to a small hole in the catheter."

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 22 ga 1.00 in had a hole in the catheter. The following information was provided by the initial reporter: "it was reported by the facility representative that the catheter was leaking due to a small hole in the catheter."